Event description:
The hcp reported that the device was explanted due to meningitis. The patient was receiving fentanyl via the pump. No additional information was provided at the time of this report.